Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the lead safety switch (lss) was triggered on the right ventricular (rv) lead and pacemaker due to high out of range pacing impedance measurements for an unknown reason. There were also stored episodes due to oversensing of noise on the ventricular channel. It was noted that an x-ray has not been taken to date and the physician is attributing the noise to unipolar sensing. At this time the rv lead and pacemaker remain in service and no adverse patient effects were reported.